Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and was not available per the account. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient had a vagal response to the ablation. During the procedure the patient was giving glyco prior to any pfa ablations. After the first pfa application the patient had a vagal response, both their heart rate and blood pressure decreased. Pacing was performed using a different catheter and the episode only lasted a few seconds. After the procedure the patient reported feeling unwell and stayed overnight at the hospital. They were discharged the following day and is considered fully recovered. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.